Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with bvvi during cybersecurity upgrade. A download was performed and set to original settings. After restoring device successfully, re-attempt to perform cybersecurity upgrade was not made. The patient experienced pacemaker syndrome. Device image was not received. No further information is available.